Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported jammed arm positioner, difficult lock line removal, knotted lock line, and torn polyimide tubing were unable to be determined. The reported difficult to open clip appears to be related to the reported jammed arm positioner. The reported frayed lock line is likely related to the reported torn polyimide tubing. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was placed without issue. A second clip was prepared and advanced into the anatomy. While performing independent gripper check, the physician was unable to turn arm positioner in the open direction. At this time, troubleshooting was performed with clip opening on third attempt. At this time we proceeded, xtw grasped medial aspect of a2p2, just lateral of first xtw that was placed. Upon deployment, first establishing final arm angle (efaa) was completed per IFU. Upon removal of lock lever cap, physician noted difficulty unwinding suture line in counter clockwise rotation. Upon inspection, suture line appeared frayed/knotted. At this time it was noted that the red plastic covering of that suture line had been cracked in half. The physician was able to successfully remove red plastic covering on both suture line and carefully pull lock line out under fluoroscopy guidance. At this time second efaa was performed per IFU and was successful. Two clips were implanted, reducing mr to grade <1.